Manufacturer narrative:
One accumax 365 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. The fiber was broken in two areas. One break was 69cm from the distal tip and remained connected by the fiber coating. The other was a complete break 181cm from the proximal end of the sub miniature-a (sma) connector. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an accumax laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier machine. According to the complainant, outside of the patient during the procedure, a popping sound was heard after firing laser energy and the fiber was noted to be broken. The procedure was completed with a different device. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier machine. According to the complainant, outside of the patient during the procedure, a popping sound was heard after firing laser energy and the fiber was noted to be broken. The procedure was completed with a different device. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of fiber broke. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.